Event description:
It was reported that the patient alert was activated for out of range right ventricular (rv) lead impedance. It was noted, the rv lead exhibited a gradual increase in defibrillation coil impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range and the impedance trend on the rv (right ventricular) defibrillation coil was variable. It was noted the rv defib impedance maximum measurements of >130 ohms was observed in (B)(6) 2014 and the rb defib impedance trend data was varying throughout record from approximately 70 ohms up to 130 ohms. The analyst commented there were two most recent alerts for out of range subthreshold lead impedance on (B)(6) 2014 and (B)(6) 2015.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date and PMA/510k number cannot be determined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.